Manufacturer narrative:
The device was returned for evaluation. During the evaluation the databox of the ev1000a system failed the cvp accuracy test and sample rates. After calibration, the problem remained the same. The problem was solved by replacing the iso board. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. In this event the ev1000a system failed the cvp accuracy test when being tested which could lead to inaccurate values if the device was used on a patient. In this case there was no patient involvement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during the preventive maintenance, this ev1000 platform failed the it (injectate temperature) test at 25.4 c. The value provided on the inject temperature was 23.4 c. The expected value has a minimum of 25.4 c. There was no alarm or error message displayed. Furthermore, the issue could not be compared to another source since there was only 1 plum simulator. There was no patient involved. The device was returned for evaluation. During the evaluation it was found that the device, failed the cvp accuracy test. If the device fails the cvp accuracy test, there is the potential to have inaccurate readings if the device was used on a patient.